Event description:
It was reported that the ilet pump screen was unresponsive, and a replacement ilet was shipped with instructions provided to shut down the device and return it, while the patient continued using cgm. Symptoms included tiredness and hunger during a hyperglycemic event with a reported highest blood glucose of 384 mg/dl and approximately 8 to 9 hours above range. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy during the event. Investigation included remote troubleshooting and confirmation that data would not transfer to the replacement device, with the user unable to sync data due to connectivity issues. Investigation of this device revealed a suspected device display or user interface malfunction consistent with a screen responsiveness failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the display or user interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.